Event description:
The account generated a false negative axsym toxo igg result on a patient specimen. The specimen tested axsym toxo igg negative (0.0 iu/ml) but latex method positive. The specimen was tested again with axsym toxo igg positive results (6.8 iu/ml). In 2008, the patient tested axsym toxo igg positive (7 iu/ml). The specimen from 2008 was retrieved from storage, and again tested axsym toxo igg positive (7 iu/ml). Service was requested for the axsym analyzer and several parts were replaced. The negative axsym toxo igg result was not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Evaluation - sample integrity - bubble or fibrin present in patient sample. An investigation was performed in response to the customer complaint of axsym generating an inconsistent toxo igg patient result in 2009. The investigation of the issue consisted of a review of customer complaints, current axsym labeling, and the information provided including the complaint text. The axsym operations manual provides multiple probable causes and corrective actions to assist the customer with resolving inconsistent/ erratic/ discrepant results. The probable causes listed include bubbles in sample, and fibrin, red blood cells or particulate matter present in samples. The toxo igg package insert notes all samples should be inspected to ensure they are free of bubbles and fibrin before they are analyzed. The field service representative noted axsym generated successful positive control and patient sample toxo igg precision runs with reproducibility within the toxo igg expected assay reproducibility, and is performing according to expected specifications. This is a final report.